Event description:
It was reported that the fiber failed due to a damaged fiber card at 0 joules during the procedure. The procedure was completed with a second fiber. It was reported "no injury to patient".

Manufacturer narrative:
Analysis: the fiber cap was intact and attached exhibited a drilled through condition. The fiber cap was exhibited detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. The potential for forward firing may exist. The potential for forward firing may exist. The most probable root cause that contributed to the device failure was suspected to be related to heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure.